Manufacturer narrative:
The user facility reported that the referenced scopes were taken out of service and destroyed. Therefore, olympus is unable to perform physical evaluations on the scopes. In addition, a review of the instrument¿s history was performed and found no record of service/repair since purchase on june 11, 2004. The production of the model: pcf-160al colonoscope was discontinued in may 2006. Furthermore, on april 1, 2014, olympus sent out service/repair discontinuation letters to its 160 series equipment customers.

Event description:
Olympus received an article titled ¿surgery centers don't have to report deaths in 17 states.¿ the article mentions that two of three patients expired after undergoing colonoscopy procedures at (B)(6) center between (B)(6) 2014 thru (B)(6) 2014. The third patient¿s blood pressure reportedly dropped resulting in CPR being administered. The families of the two expired patients reported that both patients were known to be at high risk for anesthesia complications due to their preexisting respiratory conditions. According to the author, the families believed that the patients were screened inappropriately and that the anesthesia attributed to the patients¿ outcomes. During a routine inspection the (B)(6) department of health noted that the facility was operating with insufficient nursing staff during its colonoscopies. As a result, the facility agreed to incorporate an additional nurse in their endoscopy suites. According to the author, due to legal confidentiality it could not be determined if the mentioned patient events were reported to the appropriate officials. There was no admission of wrong doing by any of the user facility¿s staff. This is 3 of 3 reports.